Event description:
It was reported that (1) device was used during a bowel surgery procedure. It was reported by the affiliate that the tlc55 instrument was unable to be fired with a 2nd reload (reload code is not available). Another instrument was used to complete the case. There was no consequence to the pt. The devices are not available.